Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 420 mg/dl. The customer was assisted with troubleshooting. The customer was treated with bolus for high blood glucose. Customer stated that when she bolus for her blood glucose the insulin pump did not give her the option to calibrate. Customer stated that her sensor glucose was 101 mg/dl and blood glucose was 208. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.